Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and high blood glucose (bg) levels that were "low" and "high" respectively per continuous glucose monitor readings, cause was unknown. Low bg was addressed by consuming carbohydrates and high bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.